Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No display anomaly noted during testing. The test ultralink blood glucose meter communicated properly to the insulin pump. The insulin pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a display anomaly. The customer reported that the insulin pump was showing incorrect blood glucose reading. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 491 mg/dl at the time of call. The customer's blood glucose was 368 mg/dl at the end of call. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.